Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 24-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of groin pain ("pain at the 2 beginnings of the inguinal canals/disabling groin pain") in a 42 year-old female patient who had essure inserted (lot no. C64467) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (2 children) and gravida ii (2 pregnancies). On (B)(6) 2015, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2022. An unknown time later she experienced groin pain (seriousness criterion intervention required), dizziness ("dizziness"), eczema ("eczema on the feet"), cough ("cough in the morning"), eye pain ("pain in the left eye"), tendonitis ("then tendinitis in the left thigh / then tendinitis in the right thigh"), myositis ("inflammation of all thigh muscles"), gait disturbance ("no longer able to walk"), arthritis ("arthritis of the pubic symphysis") and pubic pain ("pubalgia"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). At the time of the report, the outcomes for groin pain, eczema, cough, eye pain, tendonitis, myositis, gait disturbance, arthritis and pubic pain were unknown. No causality assessment was received for essure with regard to dizziness, groin pain, eczema, cough, eye pain, tendonitis, myositis, gait disturbance, arthritis or pubic pain. The reporter commented: impression of a small regular cyst with smooth wall on the right ovary. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2022: presence of mirrored bone oedema of the pubic symphysis, with significant changes of the subchondral bone. No other anomaly that could account for the symptomatology. In particular, integrity of the distal enthesis of the rectus abdominis. Absence of visible fissure relative to the adductor entheses [urogram] in (B)(6) 2022: computed tomography guided infiltration of the pubic symphysis can therefore be proposed for the beginning of (B)(6). [X-ray of pelvis and hip] on (B)(6) 2022: pubic symphysis arthropathy. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On 24-oct-2022. The most recent information was received on 04-nov-2022 this spontaneous case was reported by a consumer and describes the occurrence of groin pain ('pain at the 2 beginnings of the inguinal canals/disabling groin pain') in a 42-year-old female patient who had essure (batch no. C64467) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii (2 pregnancies) and parity 2 (2 children). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced groin pain (seriousness criterion intervention required), dizziness ("dizziness"), eczema ("eczema on the feet"), cough ("cough in the morning"), eye pain ("pain in the left eye"), tendonitis ("then tendinitis in the left thigh / then tendinitis in the right thigh"), myositis ("inflammation of all thigh muscles"), gait disturbance ("no longer able to walk"), arthritis ("arthritis of the pubic symphysis") and pubic pain ("pubalgia"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the groin pain, eczema, cough, eye pain, tendonitis, myositis, gait disturbance, arthritis and pubic pain outcome was unknown. The reporter provided no causality assessment for arthritis, cough, dizziness, eczema, eye pain, gait disturbance, groin pain, myositis, pubic pain and tendonitis with essure. The reporter commented: impression of a small regular cyst with smooth wall on the right ovary. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2022: presence of mirrored bone oedema of the pubic symphysis, with significant changes of the subchondral bone. No other anomaly that could account for the symptomatology. In particular, integrity of the distal enthesis of the rectus abdominis. Absence of visible fissure relative to the adductor entheses. Urogram - in (B)(6) 2022: computed tomography guided infiltration of the pubic symphysis can therefore be proposed for the beginning of (B)(6). X-ray of pelvis and hip - on (B)(6) 2022: pubic symphysis arthropathy. Batch no c64467 production date 2014-06-06 expiration date 2017-06-30 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-nov-2022: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.